Manufacturer narrative:
It was initially reported by the customer that during the af operation, the temperature could not be displayed. Upon receipt, the catheter was visually inspected, and it was found foreign material trapped under electrode, which made this complaint reportable. Fourier-transform infrared spectroscopy was performed and revealed that foreign material found was primarily composed of polyethylene, material used as a radio pacifier along medical device industries. The returned device was connected to generator and the test failed. A failure analysis was performed and it was found that there is a loss of electrical resistance from the cut to the tip creating the temperature issue. A manufacturing record evaluation was performed and no non-conformance was found during the review. The customer complaint has been verified. The root cause of the foreign material trapped under electrode and thermocouple wire breakage cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure during the removal of the catheter, however, this cannot be conclusively determined. This issue is highly detectable by the physician. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
On 10/19/2020, biosense webster inc. Received additional information indicating the event was (B)(6) 2020 and not (B)(6) 2020 as previously reported. Field b3. Date of event has been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device evaluation details: the product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab identified foreign material trapped under electrode during returned product analysis. It was initially reported by the customer that during the af operation, the temperature could not be displayed. The second catheter was used to complete the operation. There was no patient consequence. The issue of ¿no temperature¿ is not MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 8/21/2020, the bwi product analysis lab received the complaint device for evaluation. On 9/15/2020, foreign material was found trapped under electrode. This finding was assessed as an MDR reportable malfunction.